Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, a sales representative reported via (B)(4) that an ar-12990 knee scorpion¿ had a needle break inside of it, and another become stuck. This occurred during use the broken needle was removed from the scorpion then put the other scorpion needle in, and it got stuck. They were not able to take the needle out the second time. They had to use a shoulder scorpion, which was not ideal, but they were able to finish the case. There was no patient affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged unk, batch/serial number unk, was received for evaluation. The evaluated device was the ar-12990, batch/serial number (B)(6). Visual evaluation found that a piece of a possible needle is in the slot of the instrument's tip. A functional test with a new needle found an obstruction when the needle was attempted to be introduced. The most likely cause of the reported failure is user error, specifically striking bone or using excessive force to pass the needle through fibrous or calcific tissue. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.". The complaint allegation was confirmed.